Event description:
It was reported to philips that the device was not holding battery charge and displayed an 'x" symbol. There was no reported patient or user involvement and no adverse patient/user impact.